Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular spinal pain. It was reported that the ins was removed because it stopped working well for their symptoms, therefore, the patient was on morphine. The patient stated the device began to irritate the patient¿s nerves, so they had it removed in (B)(6) 2018. The patient added the patient they contemplated putting in a larger device. No further complications were reported.